Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection and sepsis. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The lv lead was explanted.